Manufacturer narrative:
(B)(4).

Event description:
It was reported that constant helium loss alarms occurred when the intra-aortic balloon (iab) was inserted into the patient. As a result, another iab was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint of iab helium loss alarm is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that constant helium loss alarms occurred when the intra-aortic balloon (iab) was inserted into the patient. As a result, another iab was used. There was no report of patient complications, serious injury or death.